Event description:
On (B) (6), I received third degree burns from a heating pad I had purchased at (B) (6) drug store. I had a back procedure and was told to apply heat for pain. I do not know what took place, but the next day, I saw back doctor and asked him what had happened to me. He said, have you had a heating pad on you, I said yes. He never said you need to see a wound care center. I got pneumonia, so I had gone to see doctor at (B) (6) medical center, and she sent me to wound center, where I was treated from (B) (6)2010 to (B) (6)2010 every week. I went without treatment from (B) (6) till (B) (6), 2010 till I could get in wound center. I have enclosed a letter from (B) (4) attorneys. At this time, I feel like I am getting the run around from everyone. Mr (B) (6) has all medical records and pictures from wound treatment center. I spoke with him a few days ago and he said, he would be in contact with (B) (6) and I should hear from them. I sent pad for inspection to (B) (4). (B) (6). I received 2nd and 3rd degree burns from this pad. It has left a very large scar on upper leg and stomach. The scar on leg is about 3" long by 3/4" wide. On stomach 1" long by 3/4" wide. Both were 3rd degree burns. I had 2nd degree burns on about 1/2 of my stomach which healed on their own, because it was about 4 weeks before I saw a wound care specialist. I hope this can shed light on what I've gone through, and still going through with all the run around of who owned product.

Event description:
It was reported that the device could not be interrogated. The physician verified there was no interference in the room. The printout showed several tachy episodes from (B) (6) 2009. Appropriate shocks were delivered for some of the episodes. These episodes occurred after the patient received severe neurological damage. The device was explanted and replaced.

Manufacturer narrative:
The inability to communicate was confirmed in the laboratory and was due to a low battery voltage. Based on programmer printouts provided by the field, it was determined that the battery depletion was due to excessive high voltage charges. Normal current drain was observed and the device was found to function normally after the battery was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.